Event description:
A multi-band ligator was an esophagogastric duodenoscopy (egd) with banding. The barrel of the ligator was loaded on a gif-140, olympus gastroscope. Four of the six bands were successfully deployed. Upon removing the scope from the patient's esophagus, the barrel detached. The physician then re-intubated the patient and attempted retrieval with a basket, then grasping forceps, and then a snare, all of which were unsuccessful. He attempted retrieval again with forceps and pulled the scope and forceps out togheter to complete a successful retrieval.